Event description:
A 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site post percutaneous bilateral renal stenting procedure. A 7f sheath was used for the procedure. Heparin, 3,000 units, was given during the procedure. Difficulties were encountered after deploying the angio-seal as blood oozed from the site. Hemostasis was not achieved and manual compression was applied. The patient was given protamine, 25 mg IV over 10 minutes. The patient returned to the floor. The next day, the patient experienced numbness to the right and palpable pulses were absent. The patient underwent right femoral exploration, thrombectomy, endarterectomy, and gortex patch placement. The angio-seal was removed. Post procedure, the pulses were palpable and the foot was warm. The patient's follow up the next day revealed a stable groin and palpable pedal pulses.